Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that one report has been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.

Manufacturer narrative:
The sample has been received by baxter for evaluation. A follow up medwatch will be submitted upon completion of baxter's investigation. Lot number is unknown; therefore a batch review cannot be performed. (B)(4).

Event description:
It was reported that as the absolute pro was advanced through the procedural sheath the stent delivery sys, sds became stuck and could not be advanced further. During removal of the stent delivery sys, the stent dislodged from the sds remaining in the procedural sheath. The sds, the dislodged stent, and guiding catheter were removed as a complete unit. A second absolute pro was used to complete the procedure. It was believed that the non-abbott guiding catheter became "crimped" at the bifurcation trapping the sds due to the heavy tortuosity and disease, which caused the stent to dislodge from the sds during removal. There were no reported adverse pt effects. No additional info was provided.

Event description:
Customer reported that the tip protector popped off from the male luer lock adapter during infusion of an unknown chemotherapy. The y-site was clamped at the time. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
The reported condition of the tip protector popped off was confirmed due to the tip protector was not found with the returned sample. The sample was visually inspected but not removed from the plastic bag, because the sample was contaminated with chemotherapy. Dimensional, pressure and functional tests could not be performed due to the contamination of the sample. The root cause was not determined. (B)(4).